Manufacturer narrative:
The biomedical engineer reported that 10-15 rooms being monitored on the central nurse's station (cns) and the secondary monitoring device, the remote network station (rns). The patients on telemetry transmitters are going in and out of signal loss. They noticed a dim antenna and swapped it out, but it seems to have made the situation worse. Issue began 10/21 then stopped, and it began again shortly before his call. No patient harm was reported. The following fields are not applicable (na) to the MDR report: the following fields contain no information (ni), as attempts to obtain information were made, but not provided: (B)(6) 2021 emailed customer via (B)(6) outlook for all items under the no information section. No reply was received. (B)(6) 2021 emailed customer via (B)(6) outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient information and the device information as requested. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Multiple patient receiver: model: org-9110a, sn: (B)(4).

Event description:
The biomedical engineer reported that 10-15 rooms being monitored on the central nurse's station (cns) and the secondary monitoring device, the remote network station (rns). The patients on telemetry transmitters are going in and out of signal loss. They noticed a dim antenna and swapped it out, but it seems to have made the situation worse. Issue began 10/21 then stopped, and it began again shortly before his call. No patient harm was reported.